Event description:
It was reported that during a lap nephrectomy procedure, the trocar were leaking. They continued to use the trocar. No impact to the patient.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.